Manufacturer narrative:
The device has been returned and an investigation has determined the complaint was not confirmed. Control solution testing was performed and the results were satisfactory. Performed visual inspection on returned meter and no issues were observed. Extended investigation will be performed on the strips as they were not returned. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving unspecified erratic readings from her adc blood glucose meter. She further reported that on an unspecified date, a few days after christmas, she received the readings got up to unplug her phone, lost strength in her hand and subsequently her body and fell to the floor. Customer was taken to a hospital where she received unspecified medication, via intravenous infusion, ¿to diminish the brain blockage¿. Customer was also prescribed a new oral medication, glipizide. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported test strips have not been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The freestyle lite meter was returned and determined to have satisfactory control solution testing results, and no other issues were identified. Therefore, no further investigation activities were performed for the freestyle lite meter. A DHR (device history review) for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests before release. Retain testing was performed and all units performed within specification.   All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.

Event description:
Customer reported receiving unspecified erratic readings from her adc blood glucose meter. She further reported that on an unspecified date, a few days after christmas, she received the readings got up to unplug her phone, lost strength in her hand and subsequently her body and fell to the floor. Customer was taken to a hospital where she received unspecified medication, via intravenous infusion, ¿to diminish the brain blockage¿. Customer was also prescribed a new oral medication, glipizide. There was no report of death or permanent injury associated with this event.